Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 588 mg/dl on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. Customer reverted to an alternate form of insulin therapy.